Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain. It was reported that the patient was looking to get in touch with a local manufacturer's representative (rep) to be reprogrammed. The patient stated that they tried to reach out to the healthcare provider (hcp)'s office, but the office was closed. The patient stated that they had "too much buzzing" on their left side of their hip area and needs stimulation in the middle of their back. The patient reported that they noticed this a couple of days ago, but reported they have always had a problem where the stimulation has been either too far to the left or the right instead of the middle of their back. The patient reported that the ins has been reprogrammed a few times to address the issue, but eventually after sitting there for 45 minutes they would say, "that's fine, just leave it where it is and then goes on their merry way". The patient reported that the ins does little to control their pain now and is off all their opioids. The patient stated that the stimulation in the wrong area probably started around 2015 and the loss of therapy started in the beginning of 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was last seen on (b(6) 2017. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the therapy never really helped much and over the last 3-4 years it has gradually gotten worse. The patient didn't know if she had more pain, so the device was replaced with a new battery.